Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. It was reported that certified nurse assistant was operating the lift and the nurse was guiding the resident into the wheelchair as it was being lowered. The customer allegation is that at that point the lift stopped. The nurse claims that she continued to hold on to the sling strap as the assistant was trying to get the lift to work. The nurse claims the boom arm quickly dropped wedging her hand between the resident and the wheelchair injuring her fingers. She was sent to an urgent care facility for evaluation. She did not sustain any fractures but had bruising and swelling on the fingers of the right hand. The urgent care nurse practitioner recommended putting ice on the fingers. After review of the reportable complaints for hoyer lift and other devices with the same actuator construction no similar event was found, therefore this event is considered to be an isolated case to date. The device has been returned to distributor for evaluation. The test consisted of loading the unit with 600 lbs (safe working load), operating three working cycles and leaving idle for 24 hours. No failures were noted during cycle testing, and no drift was detected during idle time. No other failure has been observed, all functions were operational. Since the event could not be recreated, the manufacturer was asked to give technical opinion regarding possible causes of the malfunction. The following points were raised: the hypothesis of creating slack by holding the actuator by some obstruction has been rejected due to construction of la-34 actuator - it does not allow such slack. The slack can be produced in the sling. If the patient is resting on the chair arm or if the sling is held by an obstacle and then suddenly released - for example by sliding off the chair arm onto the seat, the patient might have fallen a couple of inches. The lift operator continuing to lower the boom and creating the loose may have completely removed the load from the sling. A sudden fall from the patient, loading the hoist again can deform the hoist (normal elastic deformation). As stated in the instruction for use (IFU im-459005 rev. B dated on 2004): "before lifting: [...] Make sure the sling is not caught on an obstruction (wheelchair brake or arm of chair)." Sudden collapse also may be caused by activation, accidental or not, of the quick-release (emergency lowering device). The quick release might have been activated creating a lowering when the red pull tab is fully raised, depending on the patient weight and the quick release adjustment. In this case the patient weighed 135 lbs, therefore it appears unlikely the movement would have been quick. Based on information provided, the root cause cannot be determined with certainty. User error, as not avoiding obstacle and holding the sling, or using emergency lowering device without need, could not be ruled out. The device in question has been examined after event and no failure was found, the situation could not be recreated therefore we can conclude that the returned hoyer lift is fully functional as designed. We have decided to report this event due to having received the information the caregiver suffered from a bruising and swelling on her fingers. We do not consider that to be a serious injury, however based on a cautious approach and initial allegation that it was a result of the device malfunction, this complaint was determined to be reportable to competent authorities. In summary, the inspection of the device involved in the event revealed that it was found to be up to manufacturer's specification, the device was being used when the event occurred and it contributed to the event since the patient suffered minor injury during use of the device.

Manufacturer narrative:
(B)(4).additional information will be provided upon conclusion of the investigation.

Event description:
It was reported by the importer to the manufacturer, that the end user the cna was operating the lift and the rn was guiding the resident into the wheelchair as it was being lowered when they claim the lift stopped. The rn claims that she continued to hold on to the sling strap as the cna was trying to get the lift to work. The rn claims the boom arm quickly dropped wedging her hand between the resident and the wheelchair injuring her fingers. The rn was sent to an urgent care facility for evaluation. The rn did not sustain any fractures but has bruising and swelling on the fingers of the right hand. The urgent care nurse practitioner recommended putting ice on the fingers. The lift is being returned to (B)(6) (importer) for an investigation. As of this writing, the lift has not been returned.